Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00110: screw 1, 3025141-2020-00111: plate, 3025141-2020-00112: screw 2, 3025141-2020-00113: screw 3, 3025141-2020-00114: screw 4, 3025141-2020-00115: screw 5 3025141-2020-00116: screw 6, 3025141-2020-00117: screw 7, 3025141-2020-00119: screw 9.

Event description:
While implanting a 3.5 mm locking cortical screw, the patient's bone cracked, forming a secondary fracture.